Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics assembly. Insulin pump received with moisture damage on motor, battery tube, vibrator and keypad assembly. Received with insulin pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call that the buttons had intermittent response. There were fog and water droplets under the screen. Customer's blood glucose was 224 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.